Manufacturer narrative:
Please note the correction to d4 lot #. The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. All devices were returned in a disassembled condition. The adjusting device and locking drill sleeve exhibit only normal usage marks without any significant damage. However, the tissue protection sleeve shows heavy scratch marks along the side periphery, suggesting contact with another metal component¿likely the drill sleeve during hammering. Additionally, the distal region is severely deformed, with the teeth bent inward, indicating that the sleeve was subjected to substantial force against another surface, mostly by hammer, causing the material to bend and resulting in significant deformation. A functional inspection of the device revealed a gap at the handles of both the tissue protection sleeve and the drill sleeve, indicating improper assembly likely caused by damage. Additionally, when attempting to pass the combination through all holes of the adjusting device, it was observed that due to the damaged teeth on the protection sleeve, it could not pass through one of the holes. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the device has been in use for the last 5 years, which eliminates any manufacturing problem. Damage around the return device indicates a usage error, pointing to a user-related root cause. If more information is provided, the case will be reassessed.

Event description:
As reported: "during (B)(6) nail surgery, the sleeve could not be removed from the distal device, causing the procedure to be interrupted. The sleeve was finally removed by hammering it out. The device could be used normally afterward to completes the surgery."

Event description:
As reported: "during t2alphagt nail surgery, the sleeve could not be removed from the distal device, causing the procedure to be interrupted. The sleeve was finally removed by hammering it out. The device could be used normally afterward to completes the surgery."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.